Event description:
It was reported that the user experienced elevated blood glucose approximately two hours after a meal announcement shortly after starting ilet therapy, and was advised that the system requires time to observe post-meal glucose response before delivering correction insulin; the user also received guidance regarding a low cartridge and later completed a supply change with successful resumption of insulin delivery. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no emergency care, and no alerts or alarms, with glucose reported as unaffected after the supply change. Investigation included user troubleshooting and education related to insulin delivery workflow and supply change. Investigation of this case revealed no device alarms or malfunctions and confirmed proper function after guided cartridge and infusion set replacement, with the event attributed to early adaptation and timing of automated corrections following a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.